Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found that the coiled cable between the monitor and the base unit was not connected and locked, he confirmed that the lock worked properly and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had an internal communication failure. No patient harm, serious injury or adverse event was reported.